Event description:
This patient experienced a late thrombosis of a cypher stent in the proximal rca approximately five months post implant. The patient underwent elective triple bypass 20 days later. The outcome is not known as the patient was still hospitalized at the time of the report. This patient was admitted to the hospital with a chief complaint of angina. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, heavily calcified, long (50mm) diffuse, c type chronic total occlusion (cto) of the proximal to distal right coronary artery (rca). A bolus of 6000 units of heparin was administered via IV, but no act's were measured. There were no difficulties in accessing or wiring the vessel noted the rca lesion was predilated with a 1.5 x 20mm balloon inflated to 14 atms for 30 seconds.